Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch meter is giving inaccurate high reading of ¿250 mg/dl compared to another meter reading of ¿140 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that he passed out approximately one year ago prior to the onset of the inaccurate high issue. The patient reportedly was treated at the emergency room around the same time. The patient noticed the subject meter was reading high one year ago. At the time of concern, the patient managed his diabetes with an insulin pump. On (B)(6) 2014 at 8:40 am, the patient compared his lfs meter reading of ¿250 mg/dl¿ to the other meter reading of ¿140 mg/dl.¿ it would have been helpful to have more information surrounding the patient's reported hypoglycemic episode; however, the patient was not available for follow-up information. This complaint is being reported because the patient claimed he passed out and required emergency medical treatment while he managed his diabetes with the subject meter.